Event description:
It was reported that post-paced t-wave oversensing was noted on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended. No further information is available.